Event description:
During an unknown procedure, it was reported by the affiliate that there was a leakage/gasket defect. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h4: info unavailable, device returned with no lot or batch ID. Results of evaluation: conclusion: based on the visual examination it was confirmed that the outer gasket was cut and two additional "nicks" were present, but no pieces were missing. No conclusion could be reached as to how the outer gasket was cut.